Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lateral branch and main trunk. After stent implantation, a 3.50 mm x 15 mm nc emerge® balloon catheter was advanced for post-dilation. However, the balloon ruptured even if nominal pressure was not applied. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.